Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp helix became stretched after getting caught on the protective sleeve. The lp was exchanged, and the procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.